Manufacturer narrative:
The device has been disposed by the customer. Concomitant bwi products: product: lasso nav variable eco: us catalog # d134301, lot # 15976156l. Product: carto 3: us catalog # fg540000j, serial # (B)(4). (B)(4).

Manufacturer narrative:
The device has been disposed by the customer however, as the lot # 15987543m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
During an atrial fibrillation procedure, the pulmonary vein isolation (pvi) was not performed completely at the anterior wall of the left superior pulmonary vein (lspv), the ez steer thermocool nav bi-directional catheter was slightly moved backward of the pulmonary vascular (pv). When the ablation was delivered, suddenly the blood pressure dropped. A pericardial effusion was observed by the intracardiac echo and drainage was performed. After that, the blood pressure rise and the patient was stable. The physician commented that the catheter was greatly inserted into the pv and was pushed strongly. On (B)(6), received additional information requested from bwi representative stating that the outcome of this adverse event is a full recovery of the patient. The causality of this event was procedure related.